Event description:
During pt treatment with the 3100a, users reported they were unable to center the bars on the pistion centering display. The 3100a was operating normally otherwise. The pt was placed on another ventilator without compromise.